Event description:
The service report shows that the audible alarm intermittently failed to activate when appropriate. The nellcor puritan-bennett customer support engineer (npb cse) verified the intermittent failure to alarm. The npb cse inspected the device and replaced the power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.